Event description:
It was reported that during a device change out due to normal eri, increase in threshold and decrease in impedance were observed. The lead was capped and replaced. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.